Event description:
It is reported that the device was implanted in 2008, and the patient was revised seven months later due to the stemmed tibia appearing "lateralized' on post operative x-rays, and the patient complaining of pain.

Manufacturer narrative:
Evaluation summary - no product and x-rays were returned for evaluation. Based on available information, a definitive cause cannot be determined for the lateralizing of the stemmed tibial baseplate. Sales associate was contacted and x-ras are not available for review. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.